Event description:
It was reported that the device exhibited elective replacement indicators (eri) early, and the left ventricular lead exhibited unacceptable thresholds and had dislodged. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The battery depletion was found to be normal, and meets expected longevity. (B)(4) the full lead was returned and analyzed. No anomalies were found. All conductors were stretched, and were noted to have blood/body fluid present (not obstructed). The outer insulation exhibited cosmetic environmental stress cracking (esc), and the lead appeared stretched. The lead exhibited apparent explant damage.